Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were missing beats and no consistent capture on the right ventricular (rv) lead post implant. It was noted the patient experienced presyncope. The lead was reprogrammed. The following day the thresholds had risen and the lead was again reprogrammed. The electrocardiogram (ECG) started to display missing beats and intermittent loss of capture. The lead was reprogrammed again. It was also noted the patient had a temporary wire during the missing beats/ loss of capture. The device and lead remain in use. No further patient complications have been reported as a result of this event.